Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in the (B)(4) alleging the meter was displaying an error 1 message. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.